Event description:
It was reported that the customer was hospitalized for diabetic ketoacidosis, with a blood reading of 585 mg/dl. Prior to the event, the customer became incoherent after experiencing symptoms of diabetic ketoacidosis. It was later discovered that the cannula never penetrated that skin, and it was laying flat against the customer's skin. It was also stated that the insulin pump did not alarm no delivery, and the doctor requested a replacement. The customer was too weak to troubleshoot at the time of the call. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.